Event description:
It was reported that during a rectum resection procedure, the clamp could not be opened. Extended the hole and separated the device from the rectum with hand assistance. Currently the patient is fine.

Manufacturer narrative:
Eval summary: the device was received with the anvil in the closed position, with the flex neck extending out from tube and loaded with a fully fired cartridge that was noted to have the lockout tab in good visual condition. Upon further inspection of the device, the flex neck stripped off at the h-crimp area causing the clamping mechanism to become damaged. The flex neck was manually put in place and the device was tested for functionality with a test cartridge and it fired conforming. The cut line was conforming. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.